Event description:
It was reported the catheter was being placed left subclavian. After placing the spring wire guide, the doctor reached for the scalpel, which had not been touched by anyone, and was stuck in the left index finger through a blood covered glove. The doctor saw the tip of the scalpel protruded beyond the end of the protective cover. The doctor is following up with their lab. The cut was cleaned and no stitches were required. The scalpel was not used.

Manufacturer narrative:
Complaint could not be confirmed because no sample was returned. Similar complaints have been confirmed. The scalpel is a purchased component. Supplier has redesigned scalpel to incorporate a feature to lock blade in place while in closed position.